Event description:
The sales representative reported that a pt was admitted to the intensive care unit for unknown reason. A hermetic plus system was placed on the pt to drain cerebrospinal fluid. The pt was not in the neuro intensive care unit. It was reported that the drainage tubing was clamped with the use of hemostats and broke. The pt herniated and expired. It is not know how long the drainage was in place or when the pt expired. Add'l info has been requested from the risk management dept at the user facility.